Event description:
Patient was implanted with matrixrib plating on (B)(6) 2013. The patient subsequently returned to the surgeon complaining of pain. Initially four ribs were plated. Scans taken on an unknown date showed 2 broken plates, backed-out screws on plates on two of the ribs and a non-union of the other two ribs. The patient was returned to the operating room on (B)(6) 2013. All hardware was removed and a sternal lock system was implanted. It was reported that surgery was prolonged by more than thirty minutes and was successfully completed. This report is for two (2) ti matrixrib pre-contoured plate 17 holes for right ribs 6 & 7 (part #04.501.006) and two (2) ti matrixrib pre-contoured plate 18 holes for right ribs 8 & 9 (part #04.501.008). It is unknown as to which two plates were broken. This is 1 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Add'l info: catalog #: four (4) ti matrixrib pre-contoured plate is being submitted on this initial medwatch report. Synthes is unable to determine which part # potentially contributed to the complaint event; therefore, all part #s are being reported as follows: #04.501.006 (quantity of two) and #04.501.008 (quantity of two). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.